Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc1vr01] product ID [mc1vr01-delsys] (serial: (B)(6) ). D9: yes, return date: 27-jun-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken /cut/pulled apart. The delivery system tether was frayed. Blood was observed in the lumen of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device separated from the delivery system. The tether was frayed and pulled apart. Deployment and articulation could not be tested as the device was separated from the delivery system and the tether was pulled apart. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) after attempting to deploy into the septum several times, unexpected thresholds where observed. During the final attempt to recapture while connected to the recapture cone of the delivery system, the ipg was difficult to recapture and popped out of the delivery system completely.  The tether tore off during the process. The delivery system was removed and a snare was used to successfully retrieve the leadless ipg. The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.;

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name mc1vr01 product ID mc1vr01-delsys (serial: (B)(6)). D9: no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.